Manufacturer narrative:
An event regarding pain and wear involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The report noted the following: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. Explanation damage, including raised lines on the articulating surface, was observed on the insert. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid. A material analysis has been performed. The report concluded: scratches and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: no information was received for review with the clinical consultant. -device history review: not performed as the reported lot number is not valid. -complaint history review: not performed as the reported lot number is not valid. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device lot details, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
During a revision hip case the liner was inspected by the surgeon. It was found to have raised lines in the poly. Almost like scrap marks. The head was examined with no noticeable defects. Liner was then removed and replaced with a new line with no problems. Patient was there for revision surgery due to thigh pain. Stem was well fixed and left alone only pieces exchanged was the head and liner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a revision hip case the liner was inspected by the surgeon. It was found to have raised lines in the poly. Almost like scrap marks. The head was examined with no noticeable defects. Liner was then removed and replaced with a new line with no problems. Patient was there for revision surgery due to thigh pain. Stem was well fixed and left alone only pieces exchanged was the head and liner.